Event description:
It was reported that a cardiac tamponade occurred. It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation (afib), a farawave pfa catheter was selected for use. The physician started mapping in the left atrium (la) with a standard pace mapping set up, using an orion catheter. At a certain point during the procedure, mapping was stopped automatically. The catheter was visualized in the undeployed state and was blinking. The position of the x-ray was checked, coronary sinus signals were clear but the physician was advised to reconnect, as it is needed for orion reference, and the physician deactivated some defective electrodes on the orion splines. It is unclear what was the issue, but it was resolved, and it was possible to continue with the mapping. No further issue with the catheter was registered and the map of the la was finished. The procedure was continued; pulmonary vein isolation (pvi) using the pulse field ablation (pfa) was performed. After two pfa applications in the left superior pulmonary vein (lspv), the physician noticed abnormal values of the blood pressure and used echocardiography to inspect the problem. Cardiac tamponade was discovered, and physician used standard tamponade kit to stabilize the patient. When the patient was stabilized, physician wanted to continue with the pfa procedure. Pfa was finished for all pulmonary veins. Physician mentioned the tamponade was in the place where orion started blinking and was not possible to see the deployment. Physician mentioned that it was difficult to steer at that point. It is unclear what was the issue. Physician is skilled and works regularly with boston products, including the orion catheter. Used catheters will be sent for investigation.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.